Manufacturer narrative:
(B)(4). (B)(6). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Date of event and implant date: date is estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that sometime during an interventional procedure there was difficulty with the inflation of an otw trek balloon dilatation catheter (bdc) and the balloon would not hold pressure. There was no clinically significant delay in the procedure and no adverse patient effect reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Correction - it was initially reported that the device would be not be returned for analysis. Subsequent information revealed that the device is available for evaluation. Evaluation summary: the device was returned for evaluation and the reported inflation issue was confirmed. Based on visual, functional and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.